Manufacturer narrative:
The field service engineer determined that the gear head pump pressure was low, so he increased this.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Investigations have determined that it is plausible that a clotted sample caused pipetting to be inadequate, causing the low result. It was determined that there were abnormal aspiration alarms occurring on the instrument during the same time period that the issue occurred. The low results were nearly zero, meaning that there was little to no sample pipetted into the cuvette. Low gear pump pressure could also contribute to the probe not being washed properly.

Event description:
The customer reported that they received questionable results for one patient sample tested for albp, altpm, ca2, creatinine (crea), gluc3, and hcys. Of the questioned results, there was one erroneous result for crea. It was asked, but it is not known if the erroneous result was reported outside of the laboratory. The sample initially resulted as 1 umol/l. The sample was repeated and resulted as 79 umol/l. It was asked, but it is not known if the patient was adversely affected. No adverse events were alleged. The crea reagent lot number and expiration date were asked for, but not provided.

Manufacturer narrative:
The field service engineer has been to the site after the occurrence of the incident and has done a general check of the instrument, including the probe, washes, and gear pump pressure.

Manufacturer narrative:
The field service engineer has also checked all adjustments on the analyzer and has checked the photomultiplier voltage. The instrument was found to be functioning normally.